Event description:
During initial manufacturing testing the device overdelivered a measured volume of 21.3ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The device was received from the customer with a report of "the pump powered off by itself and immediately started shreaking."